Manufacturer narrative:
Customer has indicated that the complaint sample will be returned to (B)(4) for evaluation. Once the device is returned and the investigation completed, a followup medwatch 3500a will be submitted. Report source is (B)(4). Not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the mechanism broke during surgery. No adverse events were reported.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The power tool coupling was broken off and not returned with the rest of the device. The ptfe sleeve was also not returned with the device. The components were found to be from different lots, which is not the correct use of the device. A manufacturing review was completed on each of the lots and no discrepancies were identified. No further investigation required. (B)(4).